Event description:
Vapotherm precision flow alarmed for a decrease in flow and went from 5 liters per minute down to 0.5 liters per minute several times within the first 10 minutes of placing it on a patient. Once the flow came back, the machine was pulled out of service and the infant was immediately placed on the new vapotherm. We were able to determine that there was not an issue with the patient circuit but with the device itself. A biomed work order request was sent.